Event description:
It was reported that during the implant procedure the lead impedance was always high regardless of the lead position. It was further reported that the lead was "damaged". The lead was removed and a new lead was implanted instead which immediately got normal impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) the full lead was returned, analyzed and no anomalies were found.